Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged as confirmed through x-ray. Additional information indicated that the rv lead was dislodged due to loose suture in the pocket. The lead was re-attached. No additional adverse patient effects were reported.